Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent dislodged from the delivery device. The 95% stenosed target lesion was located in the non tortuous left common iliac artery. The vessel was noted to have "significant blockage" which the 8.0x40mm express ld stent became hung up on and then dislodged from the delivery system. A non bsc balloon was used to guide the stent closer to the target lesion and the express stent was deployed just proximal to the originally intended location. A different sized express stent was then advanced through the first implanted stent and deployed in the target lesion to complete the procedure. There were no additional patient complications reported and the patient's status is ok.